Event description:
The donor subsystem, donor room product entry function allows the creation of blood products from a donation. Two issues regarding donors with a permanent deferral and the processing of these donations in this function have a potential to affect pt safety as explained below. There is no direct malfunction of the system with both of these issues. Both issues involve user error to affect pt safety. (1) once this donation has entered the system, the user must enter a specific code in a "unit type" field to designate this unit as autologous. The correct designation at this critical control point prevents this blood product from entering general inventory. The system does not prevent this user from incorrectly entering another inappropriate "unit type" when creating products from a donor with a permanent deferral. If the incorrect "unit type" is entered for a permanently deferred donor, the products created can enter general inventory as homologous units. This could potentially result in the release of an unsuitable blood product. (2) once this donation has entered the system, the user must enter a correct medical record number (case number) of the intended recipient to link these blood product(s) back to the original autologous donor. The correct designation at this point reserves the blood product(s) for the intended recipient (the original autologous donor with a permanent deferral). The system does not prevent the user from entering an incorrect case number when creating products from a donor with a permanent deferral. If an incorrect case number is entered then the blood product(s) created will be reserved ("on hold") for the incorrect pt. This could potentially result in the release of an unsuitable blood product.